Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed loss of capture, and r wave amplitude variation due to dislodgement on the right ventricle (rv) lead. On (B)(6) 2022, the physician elected to reposition rv lead. The patient was in stable condition.